Event description:
It was reported that the inflatable penile prosthesis (ipp) stopped working over the course of more than 15 years. The cylinders did not inflate or deflate. A replacement surgery was performed in which all components were removed and replaced. No patient complications were reported.